Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the fantail prior to receipt. This is believed to have occured during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently after temperature exposure. The no lock condition prevented some of the electrical tests performed. The device failed the residual gas analysis test. Internal visual inspection revealed that silver migration was noted around one of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis test, and internal visual inspection it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action has been implemented.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient has healed. This is the final report.

Event description:
The patient reportedly experienced intermittency and loss of lock. Programming adjustments were made, however, the issue was not resolved. The patient's device was explanted.